Event description:
It was reported that when using the bd pyxis¿ es refrigerator, bins 1.2 and 2.3 failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.